Event description:
Customer reported that alaris pump module was programmed for 15ml to flush the taxol line at a rate of 500 ml/hr. When the nurse turned away to see the chart, the pt complained of back pain; nurse observed the vtbi had counted down to an unk amount, perhaps 24ml based on approximately 3 minutes at 500ml/hr. The pt discomfort subsided as soon as the infusion rate was decreased. No additional pt effect occurred. As she attempted to select the drug from the library, the key pad became unresponsive. She removed channel b module and reattached it without being able to program it. No additional info was available.

Manufacturer narrative:
(B)(4). Investigation is in-process but to date has not been completed. A follow-up report will be submitted when the investigation is complete.